Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at both the proximal and distal ends were flared. The balloon cones were reviewed, and no damage was noted but they did not appear to be tightly wrapped. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Attempts to establish whether positive pressure had been applied to the balloon, and if so when, were conducted but clarification was not received.

Event description:
Reportable based on device analysis completed on 01dec2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Pre-dilation was performed with a 2.5x20mm maverick balloon catheter. A 3.50x20mm synergy ii drug-eluting stent was advanced but could not pass through the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.